Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer shutdown the device and loosen slide brackets and worked in half height drawers which resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawers are sticking. There were no adverse events or injuries reported based on this event.